Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report several motor error alarms during bolus, a low battery alert, and a failed battery test alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and excessive no delivery tests. No battery out limit or failed battery test alarm noted. All operating currents are within specification. The insulin pump passed self test. No unexpected low battery or of no power alarms noted. The insulin pump has cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads and stained end cap sticker.